Manufacturer narrative:
A patient was experiencing tremors was reported to abbott. The patient noted they believe the scs system is causing the tremors. As a result, the patient's entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing tremors. The patient noted they believe the scs system is causing the tremors. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137450

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein their scs system was removed to address the issue.